Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 21mm aortic valve implanted was explanted after approximately nine (9) years, due to unknown reasons. The patient also underwent mitral valve and tricuspid valve annuloplasties during the procedure. The explanted device was replaced with a 23mm trifecta valve. The patient was discharged.